Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the hospital stay, post implant of this mitral mechanical valve, the patient developed a junctional rhythm which was treated with the implant of a permanent pacemaker. No additional adverse patient effects were reported.